Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the stent was broken and the distal end of the introducer sheath was damaged. There were no other anomalies noted. The definitive cause for the broken stent could not be determined, it is possible that procedural factors encountered during the use of the device contributed to the broken stent. Therefore, it was concluded that operational context was the most likely cause of the reported issue.

Event description:
Analysis of the returned device found that the stent was broken. There was no patient involvement.

Event description:
Analysis of the returned device found that the stent was broken. There was no patient involvement.